Manufacturer narrative:
Correction: e.2; g.2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, front door, barrel clamp, module key lock label, left/right iui, flange retainer, and wiper seal. The proximate cause of the reported issue was due to damaged/cracked front cover pca. A review of the device history record showed the device had a manufacture date of 11jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.